Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This event was also received from the FDA under mw5120383. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a redo atrial flutter (af) procedure that included a carto vizigo¿ 8.5f bi-directional guiding sheath and the patient experienced an air embolism and the patient ultimately died. During a redo atrial flutter procedure, the patient was prepped in the procedure room around 7am. The patient's rhythm was atrial fibrillation with rapid ventricular response. During preparation, the staff set up necessary equipment including heparinized saline bags for catheter irrigation. A cool point pump was used with the tacticath se for administering irrigation via a 1000ml irrigation bag. Whereas, the advisor hd grid was set up to be irrigated directly via a 500ml pressure bag (sunmed medical) instead of a cool point pump. A flow regulator was not utilized with the pressure bag. The tubing set (medline) included a rolling ball regulator which was set in the free flow position for the duration of the procedure. Neither of the two irrigation bags were replaced during the procedure. The introducer used with the advisor hd grid was a biosense-webster vizigo¿ and was flushed upon insertion into the patient. However, it was not irrigated when in use during the procedure. The staff was informed and aware of the setup and items to monitor, and the procedure began at around 7:30am. The right atrium was first mapped with the advisor hd grid mapping catheter, after which transseptal puncture to the left atrium was performed under guidance from an intracardiac ultrasound catheter and with a transseptal sheath and radiofrequency transseptal needle system (baylis versacross). The advisor hd grid was advanced into the left atrium and the physician mapped the chamber in af. Following mapping, the sheath was introduced into the left atrium and the tacticath se ablation catheter was introduced through the sheath. Ablation was performed on the posterior wall of the left atrium (la), the roof and floor of the la, and the lateral wall/mitral isthmus. Ablation took approximately 3.5 hours. The catheters were withdrawn to the right atrium where mapping was performed to assess need for further ablation in the right atrium. No ablation was performed in the right atrium. The advisor hd grid and sheath were then used to access the la again through the existing transseptal puncture where a remap of the la was performed. At approximately the fourth hour of the procedure (~11:30am), the advisor hd grid was removed from the patient to be exchanged for the tacticath se. Upon device exchange, the physician noted bubbles when aspirating the sheath with a syringe. At this time, the circulating nurse noted that one of the pressurized heparinized saline irrigation bags was empty and that they did not see any fluid going through. The physician noted the bag was connected to the flush line for the advisor hd grid and stated that air was being pushed through the advisor hd grid into the la. The physician used intracardiac echocardiography (ice) and confirmed air in the la just past the aortic root. It was unknown how long the advisor hd was used without irrigation. It was noted that the same pressurized hep-saline bag leading to the advisor hd grid had two spiked tubing sets (one tubing set was connected to the advisor hd grid and the other was connected to an arterial line). Another bag was spiked with the advisor hd outside the body and the arterial line in place. Several minutes later, the patient began to decompensate. The physician, lab staff, and anesthesiologist began to tend to the patient. The physician initiated pacing in the right ventricle via the ablation catheter due to no electrical activity, and a lab staff member began chest compressions around 12:00pm. A blue code was called at around this time and the emergency response team arrived to perform chest compressions and further treatment. During the resuscitative attempts, blood gases were drawn radially and not from the arterial line. Coding of the patient lasted approximately 45 minutes until the patient was pronounced deceased at 12:44pm. The catheters were left in the patient until internal checks were performed and then were immediately removed and taken. Following the event, the physician believed the cause of the air entry was due to improper flow management during the case resulting in early depletion of the irrigation bag and/or was user related due to not recognizing the empty irrigation bag. The vizigo sheath¿s instructions for use, advises the user should provide continuous heparinized saline infusion while the sheath remains in the vessel. There were no performance issues with the advisor hd grid. No biosense webster inc. (Bwi) pumps were used.

Manufacturer narrative:
On 07-sep-2023, additional information were added to the device investigation. Below is the updated investigation summary: since the device has not been returned for evaluation, no analysis can be performed. Root cause cannot be determined at this time. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. In addition, the device history review (DHR) cannot be performed since the device lot number was not provided. Furthermore, the instructions for use (IFU) clearly states that before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).